Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned for investigation on 8/10/2021; evaluation of the unit is in process. Without results of the investigation, we are unable to establish a root cause of the reported "over temperature" alarm. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. The associated disposable set was discarded at the hospital and is therefore not available for investigation, nor was the lot number available. The manufacturing records for this serial number were reviewed and no related anomalies were identified. Follow up with the initial reporter revealed that the last unit of blood had to be infused manually but there was no reported injury to the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the rapid infuser, ri-2 was exhibiting an "over temperature alarm" during a case. One unit of refrigerated blood was infused; within two minutes of infusing the second unit of blood the unit began displaying an "over temperature" alarm. The physician removed the ri-2 from use and used a pressure bag to finish the procedure.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation. Belmont was unable to confirm the reported "over temperature" alarm after extensive functional testing. An inspection was conducted of both input and output temperature probes, the power driver module, and all cables in the system; the unit performed according to specifications upon receipt. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. The associated disposable set was discarded at the hospital and is therefore not available for investigation, nor was the lot number available. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. The manufacturing records for this serial number were reviewed and no related anomalies were identified. Follow up with the initial reporter revealed that the last unit of blood had to be infused manually but there was no reported injury to the patient. Belmont will continue to monitor similar reports of this nature and take further action if necessary.